Manufacturer narrative:
It was reported that a revision surgery was performed due to luxation, a hi-lubricer shell incl. Cover 6/44 (art. No. 75001031), hi-lubricer rexpol insert hooded 6-11/32 (art. No. 75001064) and ball head (aesculap) were exchanged. The complaint devices shell and insert, used in treatment, were returned for investigation. However, the reported failure mode could not be confirmed upon visual inspection. The complaint history review and production documentation review were performed for the shell and insert, no further complaints nor deviations from the standard manufacturing procedure were found. The severity and the failure mode are covered through our risk management. The device labeling was reviewed, dislocation and subluxation are listed among the common adverse events resulting from hip arthroplasty in the IFU lit. No. 12.23 ed. 09/05. The medical investigation notes that the patient underwent the first revision on (B)(6) 2020. On (B)(6), 2020, the patient suffered a dislocation. A closed reduction was performed and on (B)(6), second revision was done which also involved extensive debridement. Biomet components were used in this revision. There were no x-rays submitted and the components were not returned. The impact to the patient beyond the two surgeries and recovery in a week cannot be determined. These complaints(B)(4) and (B)(4) consider reported complaint devices shell and insert of the second revision. Based on the conducted investigation, the root cause of the second revision cannot be determined conclusively, the combination of components could have contributed to the issue. Should additional information become available, the investigation will be reopened. At this point, no further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint devices will be retained.

Event description:
It was reported that a revision surgery was performed due to luxation. There was a closed reposition on (B)(6) 2020 cup, insert and ball head (aesculap) were exchanged on (B)(6) 2020.